Event description:
Patient was implanted at another facility with a tfn nail on an unknown date. The patient complained of pain in the right hip, date unknown. X-rays, date unknown, showed the 120mm helical blade was too long and sticking out laterally. Patient returned to or on (B)(6) 2013; the blade was removed, patient was implanted with 100mm tfn lag screw.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.